Event description:
According to the reporter, the patient attended routine hd (hemodialysis) in ward 404. The venous line was very sticky; the arterial line felt okay; it was attached to the machine, but as soon as it was connected, it was unable to bleed and fill the chamber. Flushing was done prior to use, and the line was unable to be used reliably for dialysis without urokinase dwells. No other defects or damage were found on the product. No other products were being utilized with the device. Standard cleaning of dialysis catheters in the unit was with green clinell device wipes, 2% chlorhexidine, 70% alcohol, and bd chloraprep on dressing change days. Heparin 1000 units per ml (milliliter) as an anticoagulant, usually 1 ml per hour while on hd, titrated as needed. They were advised by other nurses to flush lines with hepsal and reconnect. They managed to commence hd, but the line had to be taped at quarter to the machine and away from the patient. The pump speed was only able to go to 200. The patient was booked on (B)(6) 2024, to get a new line. The line was replaced as the remedial action, and they were able to proceed and complete treatment. There was no blood loss. A blood transfusion was not required due to the event. The patient had no history of a blood clot in a vein deep in the body or deep vein thromb osis (dvt). The catheter had been in place for 35 days. Day-case admission for line exchange was the medical intervention required as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.